Event description:
It was reported to philips that the device gave a remote alert indicating the device's x-ray computer was not accessible, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked system and confirmed that x-ray computer was not accessible. Upon troubleshooting fse found x-ray pc is normal. To resolve the issue fse reinstalled the system device of pdu. After reinstalled the system device of pdu, the system returned to use in good working condition. The codes were updated based on the investigation outcome.